Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded an alert for high out of range shock impedances on the right ventricular (rv) channel. The patient also reported that their crt-d was emitting tones. A clinic visit was scheduled and the shock impedance alert was reprogrammed to a higher value. The system will continue to be monitored via regular follow-ups. The rv lead and this crt-d remain in service. No adverse patient effects were reported.

Event description:
Additional information was received that, during a routine follow-up, increased pacing thresholds were observed. The physician will plan to replace the lead at a later date. The lead outputs were increased. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shock impedances. The patient also reported that their cardiac resynchronization therapy defibrillator (crt-d) was emitting tones. A clinic visit was scheduled and the shock impedance alert was reprogrammed to a higher value. The system will continue to be monitored via regular follow-ups. This rv lead and crt-d remain in service. No adverse patient effects were reported. Additional information was received that, during a routine follow-up, increased pacing thresholds were observed. The physician will plan to replace the lead at a later date. The lead outputs were increased. No adverse patient effects were reported. Additional information was received that a revision procedure was performed. This crt-d and the rv lead were explanted. The rv lead will be returned for analysis but the crt-d was discarded. The physician believes that the rv lead was the cause of the observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shock impedances. The patient also reported that their cardiac resynchronization therapy defibrillator (crt-d) was emitting tones. A clinic visit was scheduled and the shock impedance alert was reprogrammed to a higher value. The system will continue to be monitored via regular follow-ups. This rv lead and crt-d remain in service. No adverse patient effects were reported. Additional information was received that, during a routine follow-up, increased pacing thresholds were observed. The physician will plan to replace the lead at a later date. The lead outputs were increased. No adverse patient effects were reported. Additional information was received that a revision procedure was performed. This crt-d and the rv lead were explanted. The rv lead will be returned for analysis but the crt-d was discarded. The physician believes that the rv lead was the cause of the observations.